Manufacturer narrative:
The customer was provided the part numbers to replace the brake and brake/steer casters. Per the hill-rom service manual, the totalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure a long, operative life for the totalcare® bariatric bed and totalcare® bariatric plus therapy system. Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The customer will replace the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a customer stating when the bed is put into brake position that all four casters still roll. The bed was located in the basement at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).